Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is dependent on serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was able to verify and navigation the straight suction until the middle of the case. The surgeon informed the rep that the straight suction was not being picked up by the system. The site did not call tech support or the medtronic rep. The rep was on-site today and quickly tested the instrument without doing a full system checkout, and it functioned as intended. There was no delay to the procedure and no impact on patient outcome.